Event description:
The health care professional (hcp) measured impedances > 4,000 ohms on some of the bipolar pairs. At the patient's settings the impedances were c-0=1423, c-1=1147, c-2=1111, c-3=1111 0-1=>4000, 0-2=>4000, 0-3=>4000, 1-2=>4000, 1-3=>4000, and 2-3=2085. The system settings were changed to 1.7v and pw = 300. The impedances were then c-0= 1360, c-1=1360, c-2=983, c-3=1360, 0-1=2730, 0-2=2730, 0-3=2730, 1-2=1819, 1-3=2730, and 2-3=2648. The patient experienced a shocking or jolting sensation that was related to position. The patient did not feel any shocking when the system was palpated. She felt shocking in her vaginal area when the impedances were tested at 1.7v. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).